Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing. Technical services (ts) reviewed the reports for the caller and noted that this device exhibited undersensing. Ts provided reprogramming options. The device remains in use. No adverse patient effects were reported.